Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and revision hip arthroplasty and further reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the following: a left hip arthroplasty procedure occurred on (B)(6) 2005 and a right hip arthroplasty procedure took place on (B)(6) 2007. A right hip revision was performed on (B)(6) 2008, allegedly due to infection and cup loosening. The acetabular cup, modular head and taper adapter were removed and replaced. A left hip revision was performed on (B)(6) 2009, allegedly due to malposition of the acetabular cup, pseudo capsule and grayish fluid. The acetabular cup and modular head were removed and replaced. A subsequent right hip revision procedure was performed on (B)(6) 2012, for an unknown reason. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012, was due metallosis, elevated metal ions, and acetabular cup loosening. The operative notes confirm that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 8 of 9 mdrs filed for the same person (reference 1825034-2012-02087-1, 02247-1/02250-1 & 2013-02232/02235).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and revision hip arthroplasty and further reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the following: a left hip arthroplasty procedure occurred on (B)(6) 2005 and a right hip arthroplasty procedure took place on (B)(6) 2007. A right hip revision was performed on (B)(6) 2008 allegedly due to infection and cup loosening. The acetabular cup, modular head and taper adapter were removed and replaced. A left hip revision was performed on (B)(6) 2009 allegedly due to malposition of the acetabular cup, pseudo capsule and grayish fluid. The acetabular cup and modular head were removed and replaced. A subsequent right hip revision procedure was performed on (B)(6) 2012. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due metallosis, elevated metal ions, and acetabular cup loosening. The operative notes confirm that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes dated (B)(6) 2008 reports patient was revised on the right hip. Revision op report notes a loose acetabular component, fibrinous material, scar tissue within the joint that affected stability, and a tarnished portion under the head that made removal difficult. Additional information received in right hip revision notes dated (B)(6) 2012 reports the presence of brownish fluid within the joint; necrotic debris; grayish tissue consistent with metal ion disease; and a loose, vertical acetabular cup.